Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the cause of the "front panel not functioning" and the "poor lighting of the front panel" is due to a failure of the cp and cm printed circuit boards. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front panel switches of the evis exera iii video system center is not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken front panel switches was not confirmed. The device evaluation found the buttons on the front panel malfunctioned due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.